Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Pump failed to boot up properly once installing aa battery, flashing white screen was noted. Unable to perform displacement test, and self test due to flashing white screen. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: battery tube threads - cracked, cracked case, scratched case, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and corroded battery tube. Cosmetic damage was confirmed at the battery compartment. Flashing white screen was confirmed during testing due to a hardware failure, problem isolated to the electronic assembly. Moisture damage was confirmed found isolated to the battery tube. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had a crack at the battery compartment. The customer reported no adverse event. The event involved in the product was mmt-1711k. Troubleshooting was performed for cosmetic damage and found that retainer ring was not damaged. No harm requiring medical intervention was reported. Mmt-1711k was returned for analysis.